Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, d5, d8, g2 (to select user facility), e1(first/given name, last name and email address), e3 and correction to g3 of the initial medwatch. The aware date should be apr 19, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, it is surmised that phenomenon ¿no image¿ occurred due to faulty circuit board. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the high definition lcd monitor had the serial digital interface (sdi) not working. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the lcd monitor exhibited no image due qb (circuit board) not working. There were no reports of patient involvement or injury.